Event description:
An operating room manager reported that the navigation system suddenly shut down without warning during a spine case. The surgeon re-booted the system and continued the case without further issues. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The patient identifier and weight was not provided. A medtronic representative at the site found that replacing the fluoronav target resolved the issue. No parts or files have been received by the manufacturer for analysis.

Manufacturer narrative:
Patient ID and weight now provided. Patient age reported on initial report was incorrect. Correct age now provided. It was originally reported that replacing the fluoro tracker resolved the issue, but it was later reported that did not resolve the issue and that the system control unit (scu) was replaced. After replacement of the scu the system is functioning properly. Suspect parts have not been returned for further evaluation.

Manufacturer narrative:
Both the scu system control unit and ups uninterruptible power supply were replaced in the system. The scu was received back for evaluation on (B)(6) 2013 and was found to be fully functional. The ups was received back for evaluation on (B)(6) 2013, but was too damaged from shipment to test its function. Unable to confirm complaint with either suspect component. A software investigation was also completed. This issue will be continually monitored in a medtronic software anomaly tracking database.